Manufacturer narrative:
The investigation for this report is still in process.

Event description:
A pt bhcg result of 3.7 mlu/ml was reported and questioned by the physician. The sample was retested and a result of 2267 iu/ml was obtained. The pt diagnosis is infertility. Pt history and medications are unk. No report of injury.